Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced blood glucose (bg) of 34 mg/dl. Cause for bg was unknown. Bg was addressed with the customer consuming carbohydrates, juice, and sandwich. Recommendation was made to consult with a healthcare provider to discuss diabetes management.